Manufacturer narrative:
The returned inserter shaft was evaluated. The tip was found to have fractured off. The cause cannot be determined since it is not known how the device was being used or handled at the time the fracture occurred. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that an inserter was found worn without any related patient injury or adverse event, or specific surgery. No further event information was provided with the initial report. However, device evaluation by zimmer biomet spine personnel found that the tip had fractured off.